Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in (B)(6) 2011, the pt stated that she was not hearing as always. The audio processor was checked and found to be working properly. At the last control in 2012, the pt did not have any benefit with the vibrant soundbridge. There is no accident or trauma known.